Event description:
As reported by the user facility bbm sales organization in indonesia: according to the cusomer: "the patient comes to the hospital with the condition that the easypump leaks and wets the patient's body, and the spilled liquid looks like it crystallized."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As neither sample nor picture was provided, further investigation to identify the defect as per customer complaint description is not possible. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.